Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, emitted beeping tones. Upon interrogation a check right atrial lead message was observed. Review of device data found one low out of range ra pacing impedance measurement. The clinic was already aware of this measurement and reported measurements were now in an acceptable range. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper ra port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). No further troubleshooting will be performed at this time. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This device has not yet been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating this device and the other manufacturer's lead were explanted. No additional adverse patient effects were reported.